Event description:
It was reported that the patient was experiencing variable stimulation and some pain when pushing on the lead insertion site. It was stated that the patient had lost approximately 150 pounds when she began to experience stimulation issues. Patient underwent a revision procedure to remove competitors leads and extensions, and the boston scientific adapters. The explanted devices were discarded by the facility and will not be returned. The patient also underwent a pocket revision where a new ipg pocket was created in upper right side. The patient is doing well post-operatively and pain coverage was obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: precision m8 adapter 15cm, upn: (B)(4), model: m365sc9218150, serial: (B)(4), lot: 18909778. Product family: precision m8 adapter 15cm, upn: (B)(4), model: sc-9218-15, serial: (B)(4), lot: 20062160. (B)(4).

Event description:
It was reported that the patient was experiencing variable stimulation and some pain when pushing on the lead insertion site. It was stated that the patient had lost approximately 150 pounds when she began to experience stimulation issues. Patient underwent a revision procedure to remove competitors leads and extensions, and the boston scientific adapters. The explanted devices were discarded by the facility and will not be returned. The patient also underwent a pocket revision where a new ipg pocket was created in upper right side. The patient is doing well post-operatively and pain coverage was obtained.